Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which the pump was removed and replaced. During the procedure it was noticed that there was a crack in the reservoir connecting tube. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which the pump was removed and replaced. During the procedure it was noticed that there was a crack in the reservoir connecting tube but the pump was replaced due to the tube length. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump was functionally tested and did not pass activation test 3. These activation issues could affect the functionality of the device. Product analysis was unable to confirm hole/perforation but was able to confirm a pump malfunction. Corrected data: suspect medical device d4, d10, h4, h7, h9.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which the pump was removed and replaced. During the procedure it was noticed that there was a crack in the reservoir connecting tube but the pump was replaced due to the tube length. No patient complications were reported.